Event description:
During attempted stenting of the distal rca, resistance was encountered at the mid rca and the 2.5 x 23 cypher could not advance further. The lesion was described as de novo, 90% stenosed, moderately tortuous and heavily calcified due to arteriosclerosis. Therefore, the cypher was removed, and the mid rca was pre-dilated. The cypher was then re-delivered, but still could not reach the target lesion. The entire system was then withdrawn as a unit, and it was noted after withdrawal that one of the cypher's proximal struts was flared, and the stent had moved on the balloon towards the distal end. The procedure was finished successfully with add'l cypher stents. There was no report of pt injury. The physician did not indicate any anomalies in the cypher unit prior to use. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.